Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0204999v, implanted: (B)(6) 2002. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3031a, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation. The status lights were assessed and the patient programmer was working as intended. The patient had not had her implantable neurostimulator (ins) checked for battery status in 2 years. There was no stimulation sensation since the day before. The patient experienced a loss of therapeutic effect. There was no known accident or incident related to this event. Additional information received reported the patient continued to have concerns regarding their ins or therapy, but they were working with their physician. The patient had an appointment scheduled for (B)(6) 2012 to check the ins. If the ins was depleted, the patient would undergo surgery to have the ins replaced on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.